Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to the igniter.

Event description:
A user facility reported to olympus that a lamp error code e103 was generated. The problem occurred prior to the start of a diagnostic procedure. The intended procedure was completed with no delay using another device of unknown model/serial number. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: the e103 error is a lighting failure (ignition error). It is likely that the problem occurred due to deterioration of the igniter or the lamp becoming difficult to light because the lamp was near the end of its service life.